Event description:
The customer stated that the architect analyzer generated erratic troponin results on several patients. Results provided were: pt#4 = 0.032 / 0.039 / 0.030 / 0.024; pt#5 = 0.037 / 0.032 / 0.029ng/ml. The customer's diagnostic cutoff is 0.030ng/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. The customer observed erratic and discrepant patient results, while using architect stat troponin-I, list 2k41-38, lot 89576un13. A review of tickets did not identify an increase in complaint activity related to discrepant patient results. An accuracy study was performed to further evaluate the assay's performance. An internal troponin-I panel was tested with reagent lot 89576un13. A deficiency was not identified as panel testing shows that lot 89576un13 performs per specification. A review of the architect stat troponin-I package insert was performed and discrepant results are thoroughly discussed. There is not enough information provided to reasonably suggest a malfunction occurred. Based on the investigation, it has been determined that the product is performing acceptably.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.